Event description:
Reportedly, during a lead repositioning procedure, a connection issue occurred at the atrial level. The physician had difficulties to reconnect the atrial lead because the atrial setcrew could not move. After screwing with bigger screwdriver and higher force they find out that the atrial lead could not be screwed. They changed the ICD and it will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.